Event description:
The advocate stated her husband's blood glucose readings on two contour next link meters were 25 and less than 20mg/dl. He was admitted to the hospital. Further information was not provided. On (B)(6) 2015 the customer became unconscious, an ambulance was called. His blood was checked with his meter and the reading was 36mg/dl. The paramedic checked with the ambulance meter and the reading was 42mg/dl. The customer was taken to the hospital and released the same day. Treatment was not discussed. Advocate was advised to return the test strips for evaluation. New meter and strips were sent.